Manufacturer narrative:
Table extension and workstation cpu battery were replaced per service manual. Cmos and date/time was reset. Esd wrist strap was used during repair. Images were sent to pacs. System performed as intended.

Event description:
The customer reported the table foot extension was not operational. Also, the button on left hand side at end of table is sticking to point where xray is showing error message and the date/time will not remain. No reports of patient or staff injury.